Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not properly aligning the components implanted during the original surgery.

Event description:
Revision of optetrak knee components. The surgeon had planned for a tibial insert exchange, but metal wear was noted when the knee was opened. Primary date of surgery: (B)(6) 2012.